Event description:
Procedure involved a laparoscopic roux-en-y gastric bypass of a morbidly obese pt noted to have dense intra-abdominal adhesions. Per operative report, case was converted to an open approach. Surgeon notes in operative report that bowel was normal and staple line looked good, however, on gentle traction, the entire staple line separated. Inspection of the staples showed one leg of the staple was bent appropriately with the other leg markedly misshaped. Staple was not formed correctly and the anastomosis was incomplete. Stapler continued to misfire with attempted closure of the anastomosis and suture line required oversewing. Per caregiver in case, stapler misfired on 9th load and was fired for a total of 16 loads. Per stapler sales rep. Stapler can be used as long as "still sharp when cutting" although manufacturer recommends stapler only be fired for 8 loads.